Manufacturer narrative:
The field service engineer found the sample probe adjustments were not within specification. He performed all adjustments and probe washes, checked all fluidic dispense, and performed a baseline check on the analyzer. He performed a cell blank measurement and precision testing that were within specification. The customer ran calibration and qc with results meeting specifications. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of a questionable gluc3 (glucose) result from the cobas pro c 503 analytical unit. The initial result was 345 mg/dl and was reported outside of the laboratory. The doctor questioned the result and asked for the sample to be repeated. The repeat result from another analyzer was 86 mg/dl. The repeat result was believed correct. The reagent lot number was 67232801 with an expiration date of 31-jan-2024.

Manufacturer narrative:
The investigation is ongoing. H3 other text : na.